Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient underwent an unrelated surgical procedure and did not set their ipg to surgery mode. As a result, the ipg was unable to communicate with external devices. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information reviewed indicates that surgical intervention took place where the patients ipg was explanted and replaced.